Event description:
It was reported that the patient was experiencing pain at the implantable pulse generator ipg implant site when sitting and no longer needed stimulation therapy. The patient underwent a revision procedure where the ipg was explanted. The patient was doing well post-operatively. The ipg was discarded at the facility and was not returned.